Event description:
Reporting status: serious injury. Reporting rationale: perforation requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported that a 3.0 x 15 xience v was implanted in the mid lad and dilated to 18 atm. Then, a 3.5 x 15 xience was implanted in the proximal tract of the mid lad and dilated to 18 atm. There was overlapping between these two stents. The stents were post dilated with another company's balloon for 10 seconds, at 19 atm; however, there was an ECG alteration, and an angiographic analysis revealed that the coronary was perforated. The pt experienced tamponade which was treated with pericardiocentesis. A graftmaster stent was implanted to treat the perforation. No additional event or pt info is available.

Manufacturer narrative:
The other xience v everolimus eluting coronary stent system mentioned is being filed under the same MFR number.